Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 371 mg/dl and expressed concern that the ilet was not dosing sufficient insulin, with uncertainty about whether a usual or reduced meal announcement was entered. Symptoms included elevated blood glucose. Outcomes included continued monitoring without alarms, alerts, hospitalization, or facility care. Investigation included review of device reports and real-time trend assessment during the call. Investigation of this case revealed the device was functioning as expected and dosing for elevated glucose, with no device malfunction identified and no component issues observed; the agent provided troubleshooting and education on potential causes such as insulin sensitivity and meal announcement factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-specific or situational factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.